Event description:
It was reported that, an 840 ventilator had an alarm indicating that the device failed during breath delivery (bd) power on self-test (post). The ventilator was not in use on a patient at the time the alarm occurred customer declined the repair of this ventilator. Covidien service engineer (se) was not authorized to service the device. Therefore, the repair cannot be verified.